Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 53 mg/dl, but the patient was not hospitalized. After taking peppermints, the blood glucose value was 63 mg/dl and then 103 mg/dl. The customer did not allege pump was under delivering. The customer also reported multiple power loss alarms when batteries are out of the pump less than 10 minutes. Troubleshoot was could solve power loss alarms. The insulin pump will not be returned for analysis.